Manufacturer narrative:
(B)(4). It is reported that after ablation the patient had pressure dropped and a pericardiocentesis had to be performed. A 1300 cc were drained. The case was stopped after the pericardiocentesis. Upon received the catheter was visually inspected and it was found in normal condition. Per the event, the catheter was tested for electrical performance, temperature response and stockert compatibility and it was found within specifications. Furthermore, an irrigation test was performed and the catheter passed, no occlusion was observed. A deflection test was performed and the catheter passed. The catheter was also evaluated for carto 3. The catheter was recognized by carto 3 system, no error messages were displayed and the catheter was properly visualized. The force feature was evaluated and passes. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter passed all specifications. The root cause of the tamponade remains unknown. The IFU states that careful catheter manipulation must be performed in order to avoid cardiac damage, perforation or tamponade.

Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation on 02/10/2016. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. The device history record (DHR) has been reviewed and it was verified that device was manufactured in accordance with documented specifications and procedures. (B)(4) the device was not returned to bwi.

Event description:
It is reported that after ablation the patient had pressure dropped and a pericardialcentesis had to be performed. 1300 cc were drained. The case was stopped after the pericardialcentesis. St-1116 and carto 14216.